Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000108322.

Event description:
It was reported that the patient had one lead with high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced. It is unknown which lead was at fault.